Event description:
While the surgeon was using the mega suturecut needle driver on the patient, the suture cut control cable broke. A new needle driver was obtained. It is unknown whether the new device was of the same or a different lot.